Event description:
It was reported that the nurse call was not functioning. The customer doesn't know whether there was patient involvement or any adverse consequences.

Manufacturer narrative:
Docker cable.